Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was that the spare lamp was lit due to the deterioration of the main lamp and dust inside the equipment. During device evaluation onsite by the field service technician, it was stated that the xenon lamps had been used for more than 500 hours and that the dust on the device had been cleaned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service technician visited the customer site to evaluate the device. During device evaluation, the reported issue (main lamp failed and spare lamp switched on) was confirmed and found to be caused by lamp failure and internal dust. It was observed the xenon lamp has not been replaced after 500 hours as recommended. The device was repaired on site by renewing the xenon lamp and cleaning the device to remove dust. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the main lamp of the subject device failed and the spare lamp was switched on. The reported issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (during an unspecified procedure, the main lamp of the subject device failed and the spare lamp was switched on): the purpose of the intended procedure was examination. The intended procedure was completed using the subject device. There was no clinically relevant prolongation of the procedure.